Event description:
The facility's materials manager reported a pump overinfused during clinical use. An incident report returned with the pump stated the pump was programmed to infuse at a rate of 25ml/hr at 0100 and the display read the volume left to infuse was 308ml but the bag was dry within 2 hours at 0300. The medication being infused was heparin. The patient did have increased ptt but no adverse outcome was noted. Despite baxter's efforts to obtain additional information regarding the date the report occurred, pump set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available.